Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, the first device's closing trigger locked up and they had to use the manual release to get it off the renal vessel on the first firing attempt, so the surgeon decided to use another device. The second device felt unusual when he squeezed the closing trigger and made an unusual noise on the first firing attempt. Then, the surgeon felt resistance (unknown if greater or lesser than normal) when closing the closing trigger and decided not to use this device on the first firing attempt. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.